Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via social media that they had high blood glucose of 430 mg/dl then declined to 50 mg/dl. The customer's father stated that they over corrected which caused the low blood glucose. The insulin pump will not be returned for analysis.